Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 40 mg/dl. Customer¿s other blood glucose value was 109 mg/dl and 85 mg/dl. Insulin delivery was suspended due to sensor values. Customer stated difference was occurring with the current sensor. Customer also stated that site was bleeding when sensor was inserted. The sensor will not be returned for analysis.